Manufacturer narrative:
The product investigation laboratory (pil) received a trilogy evo machine flow sensor with the allegation of the device stopped operating after a ventilator inoperative alarm went off resulting in patient hospitalization, and an e-155 in the event log. Pil completed testing and evaluation of the component and was unable to confirm a failure of the machine flow sensor. Pil concluded that the machine flow sensor operates as designed. The coding grid has been updated accordingly. The investigation findings did not uncover any details that would change or modify the risk of the device.

Event description:
The manufacturer received information alleging a trilogy evo ventilator inoperative condition occurred and the device stopped operating on (B)(6) 2024. The patient was transported to the hospital by ambulance. The patient's peripheral oxygen saturation (spo2) was not noted to drop during transport. When the philips sales representative arrived at the hospital to replace the ventilator for the patient, the patient's spo2 measured 98%. The patient outcome was "recovered" on (B)(6) 2024. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's flow sensor was replaced to address the issue.